Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was >3000 pg/ml. The sample was repeated with a dilution (1:5 ratio), and the result was 1800 pg/ml. The sample was repeated again, and the result was >15000 pg/ml. It was alleged that the results had a data flag, but it was not specified which results.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.